Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde biliary drainage using a jag precursor approximately 1cm of the coating peeled and "was found to be detached" 2cm from tip. The physician did not retrieve the coating and is "observing the patient's condition with leaving the peeled coating inside the patient". The patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.